Event description:
It was reported that this pacemaker exhibited a failure during interrogation in which data could not be read. Additionally, the patient stated that their battery was dead. Technical services (ts) recommended follow-up with a local boston scientific representative. This device remains in service. No adverse patient effects were reported. Additional information was received that this device reached end of life as of (B)(6) 2025 as a result of normal battery depletion. The patient will be scheduled for a future device replacement. At this time this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device codes if additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a failure during interrogation in which data could not be read. Additionally, the patient stated that their battery was dead. Technical services (ts) recommended follow-up with a local boston scientific representative. This device remains in service. No adverse patient effects were reported. Additional information was received that this device reached end of life as of 25 october 2025 as a result of normal battery depletion. The patient will be scheduled for a future device replacement. At this time this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Correction: h6 device codes if additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a failure during interrogation in which data could not be read. Additionally, the patient stated that their battery was dead. Technical services (ts) recommended follow-up with a local boston scientific representative. This device remains in service. No adverse patient effects were reported. Additional information was received that this device reached end of life as of 25 october 2025 as a result of normal battery depletion. The patient will be scheduled for a future device replacement. At this time this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a failure during interrogation in which data could not be read. Additionally, the patient stated that their battery was dead. Technical services (ts) recommended follow-up with a local boston scientific representative. This device remains in service. No adverse patient effects were reported.